Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with serratia driveline infection requiring surgical incision and drainage (I&d) of the driveline tract, IV antibiotics, vacuum assisted closure (vac) dressing.